Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that when trialing the standard head on the 79 y/o female patient, upon reduction of the left hip, the head came off of the femoral neck. When this occurred, the femoral head became lost in the fascial plane proximal and medial to the hip joint. Live radiographs were used in efforts to try and locate the trial head however the trial head was not radial lucent and thus this was unsuccessful. Both the surgeon and the physician assistant continue to look for the trial head within the fascial plane. After approximately 20 minutes, the trial head was located to be proximal and medial to the hip joint slightly deep to the anterior inferior iliac spine. Soft tissue was released off the anterior inferior iliac spine to allow more room for instrument to be stuck behind the anterior inferior iliac spine. With careful attention, after the trial head was located with the physician assistant's finger, a coker was slid down the physician assistant's hand and into the opening of the trial head. Trial head was then grasped and then removed from the patient. There was a 30-45 min delay - increase in blood loss during the surgical case. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d1 and h6. The reason for the disassembled device reported could not be determined and the event could not be confirmed because no images were provided and the device was not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.